Event description:
Complaint received reporting component issues with use of all05 6.5" smllbore pressure inf. Set w/remv microclave, nanoclave t-conn. It was reported that attending clinicians found "silicone protruding out of the nano-t. Nurse in the nicu used a bd syringe". The device was removed and replaced. There were no pt. Injuries and/or adverse outcomes.

Manufacturer narrative:
Device return: one (1) used a1005 device set. Visual inspections and analysis of the "as-received" used a1005 sets recorded the sets nano-t connectors silicone plug was protruded, thus confirming the reported component issue. Engineering assessments: silicone (plug) protrusions of this nature can occur when the nano-t connector assembly is exposed to high back pressures. High pressures can be generated with small syringes (10cc and smaller). When high pressures are generated with infusion through small syringes it is important to isolate adjacent lines by activating the slide clamps on those lines. Flushing should be performed through the nano t. At a slow rate in order to minimize pressures in the fluid circuits. Findings: based on the engineering evaluation of the 'as-received" a1005 device sets nano-t connector, the reported product/component issue was verified. Although the exact causes of the component anomaly are unknown, the most likely cause of this issue was due to usage conditions where set-ups/infusions occurred with very high back pressures within the fluid circuit.